Manufacturer narrative:
Further action was at the physician's discretion. Technical services discussed potential options, such as continuing to test the shock lead integrity by periodically delivering a 1.1j and maximum energy shock, continue to monitor the lead, turning off the shock lead daily measurements to avoid additional red alerts in latitude, invasively evaluating the lead and connections, or replacing the lead and device. The boston scientific representative planned to discuss options with the physician. The physician had determined to continue to monitor the lead, with no additional testing and no invasive procedures. Upon receipt at our post market quality assurance laboratory, the lead was found to be severed, with only the three terminal legs received. Setscrew marks were observed on each terminal pin in the appropriate location. Resistance testing was performed on each segment, with normal measurements noted. No further testing could be performed, based on the condition of the returned lead. Laboratory analysis was unable to confirm the reported observation of high shock impedance measurements. Only explant damage was noted.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous defibrillation lead exhibited a shock impedance measurement of >125 ohms. A red alert was issued in latitude. A technical services consultant discussed bringing the patient in to test the lead with a 1.1 joule and maximum energy shock, and to attempt to evoke noise with pocket manipulation. This was done, and impedance measurements were consistently in the 40 ohms range. However, the following day, the daily shock impedance measurement was again >125 ohms. The very next day, it was 55 ohms. Technical services discussed that the shock lead impedance test (slit) was 0.4 micro joules of energy, and an intermittent connection or lead issue may be preventing the small amount of energy from crossing successfully. Boston scientific received information that during the routine device replacement procedure in (B)(6) 2012, this rv lead remained in service. A shock impedance measurement of 30 ohms was noted on the implant form. In (B)(6) 2013 it was reported to the remote monitoring service department at boston scientific that this patient had passed away. There were no further reports of out-of-range shock impedance measurements with this rv lead and the newly implanted device. This lead was returned for laboratory analysis in june 2017.